Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) and reported that falsely depressed sodium (na) results were obtained on two patient samples on the atellica ch 930 analyzer. Calibration and quality control (qc) recovered within the lab ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the instrument and replaced the dilution arm, dilution probe, dilution crash level sense printed circuit board, and quiklyte sensor. Then, the cse verified the integrated multisensor technology (imt) port and that the probe was in the correct place when homed, auto aligned the arm movement to all locations, renamed the offset file for the arm, restarted the instrument, aligned dilution arm probe, verified the arm's mechanical adjustment, adjusted the imt bracket, and ran auto check and level sense reliability test, which passed. Then, the customer performed an advanced clean, completed manual drain alignments, and ran qc, which passed. Siemens reviewed the instrument data and determined that qc recovery was consistent prior to and post discrepant results. Siemens further evaluated the event and determined that poorly mixed samples, caused by an intermittent, improperly aligned dilution probe potentially contributed to the falsely depressed na results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that falsely depressed sodium (na) results were obtained on two patient samples on the atellica ch 930 analyzer. The initial results were reported to the physician(s). The samples were reprocessed on the original instrument. The repeat results recovered higher than the erroneous results and matched the patients¿ presentations. The repeat results were reported as the correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed na results.